Manufacturer narrative:
(B)(4). The customer returned one connector assembly for evaluation. The device contained obvious signs of use. Visual examination revealed several cracks in the arterial luer hub. The appearance of the crack is consistent with repeated over tightening of connectors. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The reported complaint of a luer hub cracked was confirmed by complaint investigation of the returned sample. The arterial luer hub contained cracks consistent with repeated over-tightening of the luer. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the luer hub was found broken during usage of hemodialysis.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the luer hub was found broken during usage of hemodialysis.